Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that the system could not start. Upon troubleshooting, the fse found that the fuse on the mpdu control board was burned out. To resolve the issue, the fse replaced the fuse on the mpdu control board. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.